Event description:
It was reported to philips that the unit intermittently gives the alarm ovp circuit failed. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. The unit was swapped with no patient issues. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the biomedical engineer stated that while the unit was in use, the device alarmed for 1127 - ovp circuit failed. The rse reviewed the suggested repair for 1127 per the manual and advised the biomedical engineer to replace the power management (pm)and motor control (mc) pcbas. The pm and mc boards were replaced to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The motor controller board and power management board were received for failure investigation. Both parts were tested. No fault was found on the pm pcba. The root cause is failure to hold the capacitor c287 in the mc board. Customer complaint verified.